Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user educated in crusting techniques by using stomahesive power thereby forming a crust. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. (B)(4).

Event description:
Complainant called to report approx 4 weeks ago around (B)(6) 2013 when wafer was removed there was an open area noted under tape border when looking down on right side of stoma not under mass but under tape only states area was about the size of a dime area is now healed. Wanted advice on how to prevent another area from breaking down. Skincare reviewed, uses soap and water and safe and simple adhesive remover and protective wipes. This wafer had been on about 6 days which is normal weartime for him. Reviewed use of powder states he does not feel area occurred when peeling off tape boarder.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 20, 2016. (B)(4).

Manufacturer narrative:
Additional information received on october 27, 2015. The product associated with batch 2m00639 was made according to specification. After detailed batch review, no discrepancies including non-conformances or deviations were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).